Manufacturer narrative:
Updated d8 and h3. Correction to e1 establishment name. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. It was unclear whether the reprocessing was carried out according to the instructions for use (IFU), so the cause of the remaining foreign matter could not be identified. There was no physical damage at the foreign object detection point. However, a definitive root cause could not be determined. The suggested events are detectable and preventable by handling devices in accordance with the following instructions for use of IFU. The detection method is described in chapter 3, "preparation and inspection," of the operation manual for gif/cf/pcf-290 series. The instruction manual for use gif/cf/pcf-290 series, cleaning/disinfection/sterilization section, chapter 5, reprocessing of endoscopes (and accessories that are reprocessed together), describes preventive measures. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign body in the nozzle. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.